Manufacturer narrative:
The sensor was not inserted into the user due to a procedural error on march 13, 2024, where the sensor did not get unloaded from the insertion tool. The user was later seen again by the hcp on (B)(6), 2024, and it was confirmed by the hcp via ultrasound that the sensor was never inserted on the first sensor insertion. A new sensor was inserted in the same arm successfully by the hcp during the appointment. This was due to a procedural error and does not require any additional investigation.

Event description:
On april 23, 2024, senseonics was made aware of an incident where the users' sensor could not be linked because the sensor was never inserted during the insertion procedure.